Event description:
It has been reported to philips that the system is not starting up. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Fse performed troubleshooting and identified the fault and taken log files. The flex vision pc was not starting, causing the host pc to not finish its startup. Fse replaced flexvision pc and reloaded board software. After this the system was returned to use in good working order. The codes were updated based on the investigation outcome.